Manufacturer narrative:
Although it has been indicated that no sample will be returned for eval, investigation into this incident is still on-going. Upon completion of the investigation, a supplemental medwatch will be submitted.

Event description:
The angiovac cannula was used and once it was back in the main pulmonary, the angiovac cannula was unhooked and a bernstein catheter was passed through the angiovac cannula. It got stuck at the point of the bottom curve and would not pass this point inside the angiovac cannula. A quick cross was attempted, but the same issue presented. At this point the angiovac cannula introducer was reinserted over the lunderquist wire and used to advance the angiovac cannula. The physician began to remove the introducer when it was concluded the wire was kinked. The physician instructed staff to get him a new lunderquist wire and removed the old one and put the new one in. This seemed to solve the issue of trouble with tracking on the wire. The introducer was removed and the av was again hooked up to the extracorporeal circuit and the pump was turned on, flow rates maximized. The tee operator told the physician that he was afraid that the tricuspid valve looked like it was torn. Several physicians were called in. Cv docs, echo docs, CT surgeon, and all conferenced all around the tee and agreed that the pt was stable, that they would speak with the family to see what the family wanted. It was decided that the pt would have surgery on (B)(6) 2013 and the tricuspid valve was successfully repaired. The individual personnel involved in the case (hospital and vortex) could not conclude if the angiovac cannula caused the torn valve, it is likely that the guide wire or catheter used during the case when the advancement difficulty was encountered caused incident. The used device was discarded by the hospital and will not be returned. ((B)(4)).